Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call the insulin pump had a power system error. The customer blood glucose level was unknown at the time of the incident. The customer¿s mother reported error occurred two times in one day. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error 25 noted during testing or in the pump trace download. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, severely scratched display window, fading serial number, broken belt clip rails and keypad overlay texture damage.